Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to poor sensing and high thresholds. The physician determined that this lead was pulled back and in the tricuspid valve, possibly due to the patient having twiddlers syndrome. No adverse patient events were reported.